Manufacturer narrative:
It was reported that malfunction of passive gas scavenging system connected to the ventilator occurred. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the scavenging system was used and loud noise was heard from it. Technician confirmed that the positive end expiratory pressure high alarm was generated due to water in evac bag. The water penetrated the gas scavenging bag from the tubing condensation and filled it up. Water inside the gas scavenging bag prevented it from proper operation. After the flow was checked, the device was returned to clinical use. There was no patient harm. The root cause of the event has not been determined, however it was related with condensation in tubing.

Event description:
It was reported that a malfunction of passive gas scavenging system connected to the ventilator occurred. There was no patient harm. Manufacturer's ref. #: (B)(4).